Event description:
It was reported that on (B)(6) 2025, a 14f amulet delivery sheath (ds) was selected for use in an laa implant procedure. During the procedure, the physician wasn't able to bring the sheath up to the left atrium. After taking the sheath out, it was noted that the dilator sheath of the ds was splitting in two. Another 14f amulet ds was selected and was found to also have the same issue with the dilator sheath. A 18f non-abbott sheath was used to introduce the amulet ds and complete the procedure. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure, but there was a delay that could've posed a risk to the patient. The patient is stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
It was reported that it was unable to bring the sheath up to the left atrium, after taking the sheath out it was noted that the dilator was splitting in two. A returned device assessment could not be performed as the device was not returned for analysis. However, a video from field appeared to show two dilators having split at the tip, confirming the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the investigation findings, the issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this issue. The primary root cause was related to the potential for the raw material to not homogeneously blend during the melt processing. This potential cause relating to the material characteristics is the root cause of both the noted cracking and tearing.